Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that electrodes 10, 11, 12, and 15 had high impedances. They were able to cover the patient¿s pain areas using the remaining electrodes after reprogramming. The issue was resolved without sequelae on (B)(6) 2019. No symptoms or further complications were reported or anticipated.